Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported via phone by the sales rep that during a rotator cuff procedure, the customer's expressew iii needle broke in the patient. The doctor used a c-arm but could not find the fragment, and they also checked the suction line, but could not locate the fragment. There were no patient consequences, and the device was discarded. Additional information was obtained via e-mail from the affiliate on 08/24/18. The breakage occurred during the rcr procedure. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure the fragment was not found using a c-rm or checking suction line. The procedural or patient anatomy factors did not contribute the breakage. The surgical invention was not planned. It can not be confirmed if there were any portion of the device remained in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via phone by the sales rep that during a rotator cuff procedure, the customer's expressew iii needle broke in the patient. The doctor used a c-arm but could not find the fragment, and they also checked the suction line, but could not locate the fragment. There were no patient consequences, and the device was discarded. Additional information was obtained via e-mail from the affiliate on 08/24/2018 the breakage occurred during the rcr procedure.the breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure the fragment was not found using a c-rm or checking suction line.the procedural or patient anatomy factors did not contribute the the breakage. The surgical invention was not planned. It can not be confirmed if there were any portion of the device remained in the patient.